Event description:
It was reported that the patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. The patient called their doctor who told them to visit the emergency room. It was reported that the patient did not receive communication from the pod or controller regarding the hyperglycemia. Symptoms reported include headache, thirst and inability to think clearly. The patient was treated with an insulin pen and a bolus with a new pod at the hospital. The patient was released after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.